Event description:
This pt had a right anterior hip arthroplasty. When the surgeon was drilling the acetabulum, the drill bit broke, the surgeon was able to retrieve all the pieces and carry on with surgery. No harm / injury occurred to the pt.